Event description:
In 2008, a pt/layperson informed a customer care advocate, cca, that her oneotouch ultralink meter was prompting ER 1. Following that, the pt reportedly experienced symptoms of high blood glucose. The cca replaced the product when unable to resolve the alleged issue. This senior medical affairs specialist spoke with the pt on three days later, who reported the following info. Approx one week before the pt's call on original date, the meter reportedly began prompting ER 1. After the pt removed and reinserted the batteries each time, it would reportedly function. On the same day, the pt indicated she was unable to resolve the er1 as before and left her meter at home when she went to work from 9 am to 5 pm et. The pt did not test while at work. When the pt returned home, she allegedly "felt high". When asked to describe the symptoms, the pt stated, "typical symptoms of high blood glucose." When asked if perhaps she had symptoms such as thirst, the pt replied, "yes". The pt then tested at home on her back up meter, reportedly obtaining 276 mg/dl. The pt was able to bolus the appropriate amount of insulin and required no medical intervention from another person or an hcp. Because the pt's symptom can be associated with hyperglycemia after the alleged issue bagan and could not be resolved, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strip lot number (d4) was not provided.